Event description:
It was reported that the pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed by technical support to inspect the cartridge o-ring and clean the pneumatic tap area but declined to follow the on-screen instructions for loading the cartridge. As a result, the customer was referred to a customer support associate for further troubleshooting.